Manufacturer narrative:
Logs showed the pump was delivering gablofen 2000.0 mcg/ml at 650.8 mcg/day. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving gablofen [2000 mcg/ml] at a rate of 650 mcg/day via intrathecal drug delivery pump. It was reported that the patient presented to the ER with a motor stall on (B)(6) 2017 and the pump was alarming. They were notified of issues at surgery on (B)(6) 2017. The pump was interrogated preponderance and showed a stall that wasn't recovered and pump tube set exceed message. The pump was replaced uneventfully and the patient remained asymptomatic due to the supplementation with orals early. The issue was resolved and there were no further complications reported/anticipated.